Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a colectomy functional end to end anastomosis procedure. For the fourth firing, at the closure of the insertion, the reload was used with the manual stapling handle. The surgeon started firing, however, the device stopped after firing two thirds of the staple line. Replaced by a new reload which was connected to the original handle, and the surgeon resected the rest of the staple line. There was no patient harm. The status of the patient is no problem.